Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined as the reported event is unknown. However, it was noted that a depuy srom system and liner were utilized with zimmer biomet head and this would be considered off label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. A depuy srom system and liner were implanted with a zb head. The patient underwent a hip revision with exchange of the femoral head and acetabular liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk srom depuy system unk depuy liner. E4: mw5184861 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.